Event description:
It was reported that during a da vinci myomectomy procedure, the surgeon could not control the precise bipolar forceps instrument. Wires were coming out of the tip of the instrument, broken wires. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The precise bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found scratches on the surface of the instrument distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.